Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured devices, rupture.

Event description:
Healthcare professional reported left side textured exchange with ruptured device. The device remains implanted.